Event description:
I received a bard mesh perfix hernia plug in 2002. I began having extreme pain at the operation site that never went away. My surgeon told me, "sometimes, we have to hurt to heal." Several months later, I began to have pain in my testicles and numbness in my left leg - same side as the hernia repair. A surgeon (2010) told me that I have permanent nerve damage and that he would not remove the device, as the chance of success would be too low. He has refered me to a pain management clinic. In my research into what was causing my constant pain, I found that hundreds, if not thousands, had the same problem and I was, eventually referred here, to make an official complaint.